Event description:
Device issue: none. Adverse event: allergic reaction. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010, the pt was hospitalized with acute coronary syndrome and was found to have 99% occlusion in the left circumflex to 1st obtuse marginal artery which was stented on (B) (6) 2010, with a xience v stent. The pt was discharged to home the next day, but was rehospitalized on (B) (6) 2010 with 85% stenosis in the left anterior descending artery, was stented with a xience v stent and discharged to home 2 days post-procedure. Approx 20 days post procedure, the pt began to experience atypical symptoms which is thought to be an allergic reaction to the drug eluting stents. Abbott vascular has provided the physician with supplies to determine if the pt is experiencing an allergic reaction to the devices. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR or design. The 3.0 x 15 mm xience v (part 1009541-15, lot unk), is being filed under this MFR number.